Event description:
It was reported to target that during a procedure, the spinnaker 1.5f catheter ruptured at approximately 3cm from the distal tip after omnipaque had been infused with a 1-ml syringe. This event did not cause any complications to the pt, who was reported in good condition after the procedure.